Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 patient presented to the implanting physicians office on (B)(6) after receiving a shock. Interrogation revealed noise on the rv lead. Therapies were programmed off at that time and the patient underwent a lead extraction and implantation of a new lead today ((B)(6) 2021). Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis showed multiple abrasion marks along the lead. In particular 56 cm distal to the is-1 connector pin the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. Further damages such as cuts into the insulation 15.5 cm distal to the is-1 connector pin, a bent fixation helix and a fractured conductor cable leading to the rv shock coil (fractured directly next to the df-1 connector pin) most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise was sensed by the device, but no therapies were delivered. Noise could not be reproved with patient movement or pocket manipulation. Physician opted to keep device detections set at 30 out of 40 and continue to monitor the situation. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(6) 2021 patient presented to the implanting physicians office on 1/29 after receiving a shock. Interrogation revealed noise on the rv lead. Therapies were programmed off at that time and the patient underwent a lead extraction and implantation of a new lead today (B)(6) 2021). The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.